Event description:
User reported a leak coming from the analyzer. The leak spread onto the floor and into a walkway. No one was injured and no pts were involved. The field service representative determined the cause to be a defective wash station. He replaced the wash station. Performance tests were performed and within specification.